Manufacturer narrative:
The date of event will be estimated as (B)(6) 2022. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an issue occurred with six prostyle devices. Reportedly, the plunger was difficult to retract. Eventually, the plunger was removed but the suture broke due to the resistance. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: estimated date. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3; date of event

Event description:
Subsequently to the initially filed emdr report, additional information was received: it was reported that the six devices were used over multiple procedures.